Event description:
It was reported that this pacemaker exhibited a code 1003 indicative of voltage too low for projected remaining capacity during a scheduled generator replacement procedure. Technical services (ts) reviewed the available information and noted a remote monitoring disabled (rmd) alert associated with limited battery capacity. Additionally, low out of range pacing impedance measurements and undersensing of p waves was noted during the procedure. During the replacement procedure, the device was explanted and replaced. No additional adverse patient effects were reported outside the revision procedure. This product has not been returned for analysis.